Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11364, 2134265-2016-11361. It was reported that the chest pain and thrombus occurred and the patient died. The patient presented with non-st segment elevation myocardial infarction (nstemi). Vascular access was obtained via the radial artery. The target lesion was located in the left anterior descending (lad) artery. Prior to the procedure, the patient's activated clotting time (act) was checked and shown to be 365 seconds. Then two overlapping stents were placed in the lesion. A 2.24x24 synergy ii stent was implanted distally and a 2.50x38 synergy ii stent implanted proximally. During the procedure, the patient was given 6600 units of heparin. The patient's act was not checked again, but the procedure was completed. Within two hours of the initial procedure, the patient was complaining of chest pain and was immediately brought down to the catheterization lab and was already asystolic at that time. The lad was now obstructed with thrombus. The physician attempted to aspirate the thrombus, re-ballooned the lad and placed another promus stent. A non-bsc ventricular assist device was also used. However, the patient died during the re-intervention procedure.